Manufacturer narrative:
The complaint product, teleport microcatheter 2.0f x 135cm with associated r350 wire and corsair pro catheter, were returned for evaluation. Per gross examination: dried blood could be found in the returned devices. The r350 wire was found to be stuck in the distal part of the teleport microcatheter and was in the reverse navigation status and there were severely stretched and damaged were found in the shaft of teleport microcatheter (proximal shaft and distal shaft). The hub subassembly of the corsair pro catheter was cut and not returned. Microscopic examination revealed that the distal tip of the teleport microcatheter was still intact. Damaged catheter outer body and deformed coil and exposed braided wire were found on the catheter shaft with significant signs of stretching. Additionally, some circumferential cutting damages were found on the distal tip of the corsair pro catheter, and the failure mode/appearance is consistent with damage of being trapped by some hard objects and rotation. Apart from above observed damage, no other anomalies were found on the returned devices. The associated clinical film was provided for analysis and the film appears to show two catheters become locked together. Since the returned corsair pro catheter tip had been damaged and could not conduct a simulation test, another corsair pro catheter was taken out and loaded on the returned r350 wire and manipulated to impact the returned teleport catheter tip. The test result showed that the corsair pro tip could be cannulated into the teleport tip and became locked together. During the manufacturing processes each microcatheter is inserted to a 0.0155" x 1800mm mandrel to inspect and ensure without obvious friction prior to proceed to next process. A review of the manufacturing records for this batch (4307261811) did not reveal any non-conformity which could have contributed to the complaint. A lot history review of the microcatheter was conducted and no manufacturing related causes could be found for this complaint. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. No remedial action is being performed by orbusneich in response to this event at this time.

Event description:
The teleport microcatheter was placed over an externalized r350 wire and married up to the 150cm corsair pro catheter which was in the retrograde position in the lad septals and circumflex cto. The teleport and corsair catheters became locked together and were unable to be pulled apart. The hub of the corsair was cut and an attempt was made to remove the devices via antegrade access. When the physician pulled on the teleport, the catheter would not withdraw until the use of excessive force. All devices were removed from the patient, the vessel was re-wired and the procedure was completed with no patient complications. Exposed wire was noted on the teleport after removal. All devices were removed and no device remained in the patient. Return of the device is anticipated.